Event description:
It was reported that the unspecified bd syringe experienced foreign matter contamination. The following information was provided by the initial reporter: customer noticed that when using the hypo 18x1.5 or 1¿s, they keep finding residual from the cap piercing. The techs find the specs of the vial cap in the syringes all the time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.